Event description:
It was reported that a user experienced recurrent low glucose readings around 64 mg/dl occurring after meals while using the ilet bionic pancreas, with chart review indicating missed or infrequent meal announcements and subsequent education provided on the algorithm, meal announcements, correction dosing, and low-glucose handling. Symptoms included hypoglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user interview, chart review, and assessment of use patterns. Investigation of this case revealed user-related use error related to missed meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.